Manufacturer narrative:
Incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lung resection, in the process of dealing with interlobular fissures, the new staple gun was used for the disconnection. When the second nail was fired, it was found that the device could not be fired. So they changed to the third nail and still could not fire it. So they confirmed that there was a problem with the gun. After changing the new gun, they used the second handle to disconnect. They found that the device could not fire the third nail as well. They still could not fire it. They used new gun and nail to cut off to complete the case. There was no patient injury.